Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2008: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Operation: laparoscopic incisional hernia repair. Clinical note: this is a female who has a fairly symptomatic tender left quadrant hernia. She has had several previous operations including a gastric bypass, 5 c-sections, a hysterectomy. She had a hemangioma and a liver resection. This hernia has been a little bit more tender for her. She has a midline incision along with a right subcostal incision. She has had some slight tenderness in her lower abdomen. The patient understands all risks and benefits were [sic] repaired in the hernia, the possibility of laparoscopy converted into open, use of mesh, and consent. Operative note: ¿the patient brought to the operating room, and general endotracheal anesthesia, was performed. The patient¿s abdomen was prepped and draped in the usual fashion. Using an hasson technique in the left lower abdomen , I entered and insufflated her abdomen. I then found a fair amount of omental adhesions to the anterior abdominal wall. I placed a 5 mm trocar in her left abdomen, began taking these down mostly sharply along with bluntly. Once I started taking these down along the midline incision, I found that she had several fascial defects around her umbilicus. I was able to reduce omentum that was tucked up, and she had at least five separate holes in this area. Then following her upper abdomen, she had an area that was better fascia, and then she had a fairly large off to the left upper site of her abdomen the defect that she had palpated lateral to the midline. Interestingly, it just seemed to be at the end of her chevron incisions that had crossed from midline slightly. This was a large symptomatic hernia. This was below the costal margin. At this point in time, I had taken down the adhesions, and I identified what her possibilities were. Obviously because of this one hernia that was off her midline, a fair amount of her left upper quadrant, and then she had a series of small fascial defects around her umbilicus. On measuring it out, it would be hard to use all one piece of mesh because the one went out laterally. Her upper fascial defect was about 3 cm in size, and actually to get the mesh to overlap, I was actually able to use an oval 10 x 15 cm patch that would cover this with very nice overlap, and this area of little swiss cheese aspect of multiple incisional hernias in conjunction actually again was about 5 cm total and mostly in the midline up and down, and I figured by using a 10 x 15 cm mesh in this area , I would cover that. The two meshes would overlap nicely in the upper midline. I had drawn out her abdomen at a low insufflated pressure, she is fairly thin. I then placed my stay sutures in each of these two patches in the four quadrants. I brought them in. I lifted up the patch so the upper one was going in, a transverse fashion to cover the upper area with a nice overlap and went vertical to cover the lower one with an overlap of the mesh in this area. I brought out my four stay sutures for each of the meshes in a previously identified spot. I then used a row of tacks circumferentially around each of those affixed. They lay very nicely. I saw no evidence of any buckling, and I had a nice overlap of the mesh. I covered both of the areas of defects with a nice overlap. They lay very nicely. I removed my trocars, closed my fascial defect at my hasson with #0- vicryl. I closed my skin with 4- 0 vicryl.¿ product identification records for the alleged gore device were not provided. (B)(6) 2008: (B)(6). (B)(6), md. Discharge summary. History: symptomatic left quadrant hernia. Hospital course: underwent laparoscopic incisional hernia repair, postoperatively was a bit tachycardic and febrile. Hematocrit did drop, transfused 2 units of blood on (B)(6) 2008. Pain got better, eating regular diet. Did have a temperature up to 38.3 after blood transfusion. In no acute distress. Steri-strips over her port site. She is wearing an abdominal binder. Discharge instructions: no lifting greater than 10 pounds for the next 6 weeks. She is to keep the binder on during the day for support. Condition on discharge: satisfactory. (B)(6) 2008: (B)(6) health center. (B)(6), md. Radiology ¿ CT abdomen/pelvis. Findings: a large amount of dense material is noted anteriorly in the abdominal wall which represents fabric from a hernia repair. A small fluid collection is noted in the lower portion, and is located posterior to the fabric, which remaining in the abdominal wall. Fluid collection is 1.0 by 4.5 cm. Impression: small fluid collection related to ventral hernia repair. (B)(6) 2008: (B)(6) hospital. (B)(6), md. Emergency room visit. Abdominal pain started at 3 pm prior to arrival. Persistent nausea and vomiting. CT reveals small bowel obstruction. Impression/plan: small bowel obstruction, severe abdominal pain. Admitted in stable condition. General surgery received care. (B)(6) 2008: (B)(6) hospital. (B)(6). Radiology ¿ CT abdomen/pelvis. Indications: severe abdominal pain with vomiting, bloating and tightness of abdomen. Very difficult to hold still. Preliminary report: distended small bowel loops with air/fluid levels, consistent with partial mid-distal small bowel obstruction. No free air. Small amount of ascites. (B)(6) 2008: (B)(6) hospital. (B)(6), md. Consultation. Present to hospital yesterday with small bowel obstruction. Not improved. Nasogastric tube is not putting out significant amount of fluid and appears that the obstruction is more related to her remnant of her stomach from her roux-en-y. Wbc 13. Complaining of pain. Recommendations: ordered small bowel follow through. Appears that it is some small bowel passed her roux-en-y limb that is adherent to her left mid abdomen which is where the transition point appears to be. Discussed exploratory laparotomy, gastrostomy tube placement, and lysis of adhesions. 12/07/08: [missing records: page 2 of 2 from consultation was not provided.] (B)(6) 2008: (B)(6) medical center. (B)(6), md. Radiology ¿ small bowel follow-through. Clinical history: small bowel obstruction. Findings: extensive postsurgical changes including clips over the right upper quadrant, lumbar spine fusion hardware, and clips consistent with an anterior mesh hernia repair are seen. There is some stool seen in the right colon. Suture material is also seen in the pelvis bilaterally. Impression: limited small bowel follow-through study. Dynamic and spot compression images were not obtained. (B)(6) 08: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: partial small bowel obstruction. Postoperative diagnosis: partial small bowel obstruction. Operation: exploratory laparotomy, lysis of adhesions, open gastrostomy tube placement. Anesthesia: general endotracheal. Assistant: (B)(6). Estimated blood loss: per anesthesia. Complications: none. Specimens: none. Disposition: the patient to recovery room in stable condition. Surgical technique: ¿the patient is a 50-year-old female brought to the operating theater and placed supine on the operative table after adequate IV sedation. The patient was intubated. A foley catheter was placed. Abdomen was prepped and draped in the usual sterile fashion. A linear incision was made in the midline with a knife. Electrocautery was used to carry the incision down to the subcutaneous tissue until the patient¿s previous hernia mesh was isolated. It appeared of the biologic variety. It was clamped with 2 heavy clamps and then the mesh was divided in between these 2 clamps so that the abdomen could be entered. A combination of heavy mayo scissors and electrocautery was used to incise the fascia and mesh. Some of the small corkscrew-type laparoscopic clips were removed as they became loose in entering the abdomen. There was a small amount of cloudy fluid in the abdomen and culture was done of this. The bowel was eviscerated. There were multiple adhesions between the bowel and the abdominal wall and also bowel-to-bowel adhesions. The small bowel was followed until a transition point was noted in the left midabdomen. Once the small bowel was nicely freed up, attention was turned to the roux limb, which was the remnant limb draining the stomach, which was the most dilated of the dilated small bowel loops. This was carefully followed. It went retrocolic until the larger remnant of the stomach was noted. It was also noted that in the functioning part of the stomach the nasogastric tube was in place and draining. The functional part of the stomach was decompressed with the nasogastric tube. The nonfunctioning part of the stomach though was large and dilated. It was carefully clamped with babcock clamps. A 3-0 silk pursestring suture was placed in the anterior wall of the stomach and bovie was used to carefully create a gastrostomy. The suction was placed into this gastrostomy and a large amount of fluid was suctioned out of the remnant of the stomach. A small stab incision was made through the anterior abdominal wall. A gastrostomy tube was placed through the anterior abdominal wall and then into the stomach. The balloon was inflated into the stomach. The pursestring was tied around the gastrotomy tube and the gastrotomy tube carefully brought up, shortened up so that the stomach was closely adherent to the anterior abdominal wall. The gastrotomy tube was then sutured in place to the skin with a 3 - 0 nylon suture. Attention was then turned back to the bowel. It was carefully run and found to be nicely pink. No further dense adhesions were noted and it was noted that all the bowel while distended was pink and viable. The bowel was then returned to the abdomen. The abdomen was irrigate then closed with a running 0 maxon suture the wound was then again irrigated and closed with staples. Dressings were placed. The patient was allowed to emerge from anesthesia having tolerated the procedure well and taken to ICU for recovery in stable condition.¿ 12/07/08: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2008 procedure was not provided.] (B)(6) 2008: (B)(6) medical center. Lab. Albumin 1.8 l (3.4-5.0). (B)(6) 2008: (B)(6) medical center. (B)(6), md. Radiology ¿ acute abdominal series. Impression: distended loops of air-filled small and large bowel and seen within the abdomen. Findings may reflect an ileus pattern. No free air seen on the upright film. (B)(6) 2008: (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indication: bowel obstruction, purulent drainage. Impression: anterior abdominal wall postsurgical changes with mesh repair are again noted. Air bubbles are seen in the region of prior midline incision anterior and adjacent to the mesh. On the undersurface of the surgical mesh there is a crescentic small fluid collection measuring 46 x 11 mm. There are new air bubbles within this fluid collection and infection cannot be excluded. Additionally, in the left upper quadrant adjacent to the anterior margin of the spleen there is a 3.6 x 3.7 cm fluid collection with air bubbles in it concerning for abscess as well. In the left epigastric region adjacent to the larger collection there is a small 2.1 x 1.6 cm round collection. No definite evidence of complete small bowel obstruction at this time. Fluid seen in lower pelvis as well which may represent free fluid. (B)(6) 2008: (B)(6) medical center. (B)(6), md. Procedure report. CT guided aspiration and percutaneous drain placement. Clinical history: bowel obstruction, intra-abdominal abscess. Technique and findings: ¿following explanation of the risks, benefits, and alternatives, appropriate consent was obtained from the patient. The patient was place in supine position and CT scan of the abdomen was obtained. The scan demonstrated a fluid collection anterior to the spleen, measuring at 3.7 x 3.0 cm. The patient was draped and sterilized in the usual fashion. One percent lidocaine was used for subcutaneous anesthesia and anesthesia along the needle tract. Under CT guidance, a 19 gauge yuchy needle was advanced into the left upper quadrant fluid collection via a left lateral intercostal approach. The inner needle/stylet was removed and 5cc of purulent yellow-tan fluid was aspirated. Subsequently, a .035 in rosen wire was advanced through the outer catheter, into the fluid collection. The position was confirmed under CT. The catheter was removed over the guide wire and the tract sequentially dilated with 6 and 8-french dilators. An 8-french pigtail catheter was then placed over the guidewire. After the position was confirmed under CT, the guide wire was removed and the catheter was formed and secured to the skin. The catheter was then set to gravity drainage. The patient tolerated the procedure without any immediate complications. Impression: successful CT guided aspiration and drain placement.¿ (B)(6) 2008: (B)(6) medical center. Microbiology. Source: abdominal fluid. 15 ml brown fluid. Organism 1: escherichia coli, heavy growth. Organism 2: streptococcus viridans group, moderate growth. (B)(6) 2008: (B)(6) hospital. (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: lower abdominal pain radiating down into groin, elevated wbc/urinary catheter. History: fistula repair. Preliminary report: non-specific infiltration of the fat in the pelvis, similar to previous study, perhaps post-surgical. The bladder is empty (foley cather [sic]) and therefore the wall thickness is difficult to assess, but is suspicious of wall thickening, which is a non-specific finding but may be secondary to cystitis. Fat-containing abdominal wall hernias. No evidence of diverticulitis. Scarring in the right kidney. Fullness to the collection system of the left kidney without change, possibly due to upj stenosis. No bowel distention. No free air. (B)(6) 2008: (B)(6) medical center. Lab. Wbc 7.7 (4.4-11.3). (B)(6) 2008: (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen/pelvis. Clinical history: left upper quadrant abscess. Impression: complex post-operative changes status post gastric bypass, anterior abdominal wall hernia repair and gastrostomy tube placement. Contrast injected through the g-tube is seen to fill the excluded stomach and track, through the insertion site, along the anterior aspect of the hernia repair mesh to an open wound near the umbilicus. Interval placement of percutaneous drainage catheter into the left upper quadrant fluid collection with resolution of said fluid collection. (B)(6) 2008: (B)(6) medical center. Lab. Wbc 7.7 (4.4-11.3), albumin 2.1 l (3.4-5.0). (B)(6) 2008: (B)(6) medical center. Wound care [handwritten]. Wound vac therapy will be provided at home. The gi site erythema and [illegible] areas have completely healed. There is a very small [illegible] of yellow [illegible] dressing at the insertion site only. There is a pink/ruborous coloration with several very small pustules and [illegible] pruritus per patient report. Patient states she ¿itches everywhere¿. The same skin [illegible] are observed under her breasts and along lower abdomen creases. Has been using nystatin cream, but reports no relief. Skin assessment consistent with [illegible] yeast infection. (B)(6) 2008: (B)(6) medical center. Wound care [handwritten]. Working with care coordinator, discharge tonight, orders and prescription written. Wound vac will be delivered here, husband will pick up. Home care will come to apply vac tomorrow. At this time the wound vac dressing was removed, wound cleansed and normal saline moistened dressing packed lightly and loosely into wound bed with foam occlusive dressing applied over. Patient instructed to maintain this dressing until home care comes unless it becomes saturated. An extra foam dressing was provided and instructed patient and husband for changing this cover dressing only (not the packing) if needed. The wound bed is pink and granular. Measurements ¿ l 3.7 x w 1.6 x d 1.7 cm. The mesh in [illegible] remains visible but [illegible] so as the wound edges granulate in. There is small serosanguinous drainage; [illegible] skin fully intact. The gi site is [illegible] reddened immediately around the opening. The pustules are sore and pruritus [illegible] ¿ patient on diflucan x 3 doses. The peri-tube wound cleansed, prepped, ostomy wafer fitted to protect area. Tube secured in a stat lock device. (B)(6) 2008: (B)(6) medical center. [Signature illegible]. Progress notes [handwritten]. Feels well, ready to go home. Went over instructions, wound vac in place, gastrostomy drainage less. Abdomen benign. Home today. (B)(6) 2009: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: infected mass, recurrent incisional hernia. Postoperative diagnosis: infected mass, recurrent incisional hernia. Operation/procedure: right endoscopic myofascial advancement of flap. Left endoscopic myofascial advancement of flap. Resection of infected mesh, complicated by foreign body. Resection of skin and subcutaneous tissue. Open ventral hernia repair. Implantation of 400 sq cm of biologic xengraft. Assistants: dr. ___ [sic] and dr. (B)(6). Anesthesia: general. Fluids: 2 l. Complications: none. Indications: this is a 51- year-old female with a fairly complicated past surgical history including undergoing an open gastric bypass, has lost over 100 pounds. She then had a laparoscopic ventral hernia repair with 2 pieces of gore-tex mesh. These eventually did fine but she also had an open liver resection through a right kocher incision and then had a small bowel obstruction which was explored about 3 months ago where the mesh was cut through and eventually became infected and exposed, and not healing. She presents today for removal of that mesh. The risks, benefits, and the outcome were discussed with the patient in detail. She understood and wished to proceed. Operation/procedure: ¿the patient was identified and brought to the operating room and placed in the supine position. General endotracheal anesthesia was administered, arms were appropriately padded and secure to the table. Foley catheter was inserted. She was prepped and draped in the usual sterile fashion. She received preoperative antibiotics. We then began by incising all of her old scar tissue as well as through the skin. We then got on top of the mesh in deep space. There was a lot of pus around. We went ahead and cultured that. We removed all of the mesh. These were 2 pieces. They were completely removed in total as well as all the titanium packs that were involved in them. At this point, we then had a lot of adhesions to the bowel. We sharply took all these down, had no enterotomies. Upon entering anterior abdominal wall, there was no other undrained fluid collection identified, and then we measured the defect to be about 10 cm wide x 22 cm long. Closure did not come together primarily, so we initially began by doing a modified advancement of flap on the left side by making an 1 cm incision ___ [sic] 11th rib, dissected down and split the external oblique in line of its fibers. We identified the internal oblique, placed a bilateral inguinal hernia balloon dissector in between the external and internal oblique, blowed up and then put a 2 mm and 10 mm ports in that area, dissected down to the inguinal ligament above the costal margin. We used a harmonic scissors to completely the release the external oblique. Carefully preserved the neurovascular bundle on that side. ___ [sic] was completely was released. We decided to do a similar procedure the right side. On the right side, she had a prior transverse incision. We initially put up the balloon and blowing up the balloon in between the the [sic] external and internal oblique, we actually did most of the dissection, with the balloon by splitting the external oblique about 1 cm lateral to the __ [sic] from the inguinal ligament incision. Again care was taken to preserve the neurovascular bundle. We then had good release, closed all the skin incisions, and then in order to place our mesh, we dropped the posterior rectus sheath from the xiphoid all the way down to the cooper's ligament using posterior sheath ___[sic]. At that point, we then closed the posterior sheath of the first row expecting the entire bowel. There was no enterotomies or bleeding in the abdomen. We then pulse lavage irrigated out with gentle bacitracin and ancef that plane and then placed a 20 x 20 cm piece of stratus mesh, secured with eight #1 prolene sutures from the xiphoid just above the pubis, placed under a moderate amount of tension to the medial and lateral rectus muscles, placed 2 drains below the rectus muscle, closed the anterior fascia back in the midline after resecting all of the other inflamed tissue and then closed the wound in layers. The patient was awoken from anesthesia, taken to recovery in stable condition. Surgeon was present and scrubbed for the entire procedure.¿ (B)(6) 2009: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2009 procedure was not provided.] (B)(6) 2009: (B)(6) medical center. (B)(6), md. Discharge summary. Discharge diagnosis: ventral incisional hernia and infected mesh. Procedure: endoscopic component separation and biologic mesh hernia repair. Hospital course: history of multiple abdominal surgeries resulting in incisional hernias. Had incisional hernia repaired with non-biologic mesh, and later had an infection of the mesh. Admitted (B)(6) 2009, underwent resection of infected mesh as well as an endoscopic component separation hernia repair with biologic mesh. No complications intraoperatively. Postoperative day 4 tolerating diet, ambulating independently, stable for discharge. Follow up with dr. Rosen in 2 weeks. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for alleged unknown gore device use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the alleged unknown gore device instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The alleged ¿gore-tex¿ mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes only. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following possible complication among others: ¿complications which may occur include, but are not limited to: infection, seroma formation, adhesions, hematomas, inflammation, fistula formation and recurrence. The instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. The initial reporter's complete address is (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ although the brand name and lot# of a gore device has not been provided, instructions for use for the vast majority of gore's eptfe patch products also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2018 whereby a "alleged gore mesh product" was implanted. If applicable: the complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infected mesh requiring removal surgery. Additional event specific information was not provided.